Manufacturer narrative:
An instrument service history review for alinity ci-series system control module serial number (B)(6) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) was disconnecting waste tubing on the alinity ci series instrument and non-pressurized wastewater splashed onto the fse¿s face and potentially eye area. The fse was not wearing protective eyewear. The fse washed face and eyes at the wash station. There was no impact to analytical / patient result data or patient management.